Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 was pulled apart at the jaws while harvesting the vein. The heating element (wire) appeared lifted from the jaw. As soon as the issue was discovered they removed the product from service, opened and used a new device, and the vein harvest. No patient injury.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/23/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use were visible on the heater wire, jaws, and harvesting device handle. The heater wire was visibly flexed back at an angle away from the hot jaw and was detached from the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000240577 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.